Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention product for the reported lot number was tested with clinical negative hcg urine. All test devices produced expected negative results at the read time. The reported complaint for false positive results was not replicated during in-house testing. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on information provided.

Event description:
It was reported that a female presented to the clinic for an unspecified surgical procedure and when an hcg test was given, the result was a false positive. The patient was sent to the lab the same day for a serum hcg quant test. The serum quant hcg test revealed the patient was not pregnant. The customer confirmed no adverse outcomes were reported due to the delay in the surgical procedure. The procedure was performed the same day and there was no negative outcome to the patient as a result of the delay. Troubleshooting occurred with a review of the possible contributions to the false positive such as deviations from the pi and sample related (cloudy sample and particulates that can interfere with the test).